Manufacturer narrative:
Low test results ; (B)(4) no consequences or impact to patient ; (B)(4). The evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
No adverse or non-statistical trends with magnesium reagents, list 7d70, were found and no atypical complaint activity that could be related to the described issue. Metrics review identified no adverse or non-statistical trends in conjunction with elevated magnesium results. Review of the product labeling revealed that the issue in question is adequately addressed in the labeling claims. Based upon the available information, no product deficiency was identified during this product evaluation.

Event description:
The account generated a falsely depressed architect magnesium result of 0.8 meq/l on a patient sample that repeated in normal range with results of 2.2 and 2.2 meq/l. No specific patient information was provided. No impact to patient management was reported.